Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure and clear passage testing was performed and leak was observed at a y-site clearlink. The autopsy was performed on the y-site clearlink and the gland had a hole. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at the valve (clearlink) closest to the end/patient; the leak was observed between the injection site (clearlink) and tubing. This was observed once fluids (saline) was started on the pump during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.